Event description:
The foot control of the alcon centurion phacoemulsification machine malfunctioned during cataract removal surgery on this pt. The surgeon was able to complete the surgery without complications to the pt. Four add'l surgeries were canceled.